Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 455 mg/dl and the current blood glucose level was 492 mg/dl. The customer was not admitted into the hospital as a result of the high blood glucose. The customer using the insulin pump system within 48 hours of the reported high blood glucose. Based on customer¿s report customer does not allege insulin pump was under delivery. The customer was treated with the insulin pump. The device will not be returned for the analysis.